Event description:
Customer claims she was outside of house and heard unknown sounds coming from inside. The customer entered the bathroom to find product was on fire; the customer describes her countertop as burned/charred and fire damaged her "styling product" (unsure of nature of this item); the device was placed in the sink to prevent further damage. The customer claims no injuries were sustained during event. Original purchase refunded, item replaced with additional accessories. 8/20/2018 note on customer record indicates voicemail was left at telephone number associated with customer file as recall RMA had not returned their device. Per customer "I can?t remember a packet coming, but my address hasn?t changed in 8 years."